Event description:
During insertion of a percutaneous endoscopic gastrostomy (peg) tube, the tube separated at the joint just above the skin line. The peg was able to be pulled through the incision with a hemostat and found to be working properly.